Event description:
Baxter (B)(4) reported a flogard infusion pump with a broken screen. This event occurred in the emergency room. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during evaluation. The root cause was determined to be a broken display found during visual inspection. The display was replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.